Event description:
The manufacturer received information alleging a "burnt humidifier-based cable" located in the device during the disassembly process. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer observed an unknown dust contaminant on the top cover, inside of the iso port, pca, blower cap, blower, side panel, blower housing, right side assembly, bottom enclosure, and air inlet seal. A white hairlike contaminant was observed on the top cover, inside the iso port, blower, and bottom enclosure. The manufacturer observed j9 thermal failure and a burn mark on the top cover from the j9 thermal failure. There was no pca screw installed. Evidence of sound abatement foam degradation/breakdown was not observed. The device's event logs were downloaded and reviewed. The manufacturer found there was 0 error code. The manufacturer verified the unit did power up, provided flow. The manufacturer concluded that there was no evidence of sound abatement foam degradation and was able to confirm the complaint of j9 thermal failure, but did not address the symptoms specified. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.